Manufacturer narrative:
The device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, analysis confirmed the device had no output and no telemetry. A memory download was not able to be performed. The device case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. A higher than normal current drain was observed temporarily while manipulating the flexible printed circuit board, but this could not be recreated and a high current drain could not be induced during temperature cycling of the circuit board. Although premature battery depletion was confirmed, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely. Despite exhaustive analysis, the cause of the high current drain could not be determined.

Event description:
It was reported that the patient implanted with this pacemaker presented for a routine device follow-up. However, the device was not able to be interrogated and when a magnet was applied there was no response from the device. An electrocardiogram was performed and there were no pacing spikes observed and the patient's heart rate was about 30-40 bpm. The pacemaker had been implanted for only four years, so premature battery depletion was suspected. Two days later the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this pacemaker presented for a routine device follow-up. However, the device was not able to be interrogated and when a magnet was applied there was no response from the device. An electrocardiogram was performed and there were no pacing spikes observed and the patient's heart rate was about 30-40 bpm. The pacemaker had been implanted for only four years, so premature battery depletion was suspected. Two days later the device was explanted and replaced. No adverse patient effects were reported.